Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user sought guidance on operating the ilet without a dexcom g7 cgm and was informed the device would transition to bg run mode after the displayed countdown, at which point the user would need to manually enter blood glucose values; during the incident the user experienced a blood glucose of 196 mg/dl, with no alerts from the ilet, and the agent provided education on bg run mode and potential cgm alternatives. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed no device alarms or malfunctions and that the event was managed through manual bg entry as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear and non-device related user operation within intended use.